Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a mixing pump failure. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80(water check time out - unable to reach calibration temperature), expected value was 6, actual was 27. A check of the diagnostics showed chiller temperature (t4) was at 4c. Discussed that this was indicative of a failed mixing pump. Stated they would order and replace the parts onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80(water check time out - unable to reach calibration temperature), expected value was 6, actual was 27. A check of the diagnostics showed chiller temperature (t4) was at 4c. Discussed that this was indicative of a failed mixing pump. Stated they would order and replace the parts onsite.